Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered three shocks over a two day period and the physician was not able to retrieve the episodes from device memory for viewing. Boston scientific technical services (ts) discussed possible suggestions as to why this may happen. Then it was noted that the last shock delivered, per the battery status screen, was several years ago. Ts discussed phantom shocks. It was reviewed that the device had reached elective replacement indicator (eri) and a device change-out was done. No adverse patient effects were reported. There were no allegations or complaints against the device's functionality or longevity. The device was returned to boston scientific and the initial investigation by the post market quality assurance laboratory noted a possible product performance issue related to longevity and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.